Manufacturer narrative:
(B)(4). Review of the manufacturing paperwork has been conducted. (B)(4). Sterilization process review (B)(4). The review of the manufacturing and sterilization paperwork verified that this lot met all pre-release specifications. (B)(4). This event involves two devices. Device 1: lot #12864368, MFR report #2017233-2015-00800; device 2: lot #11398931, MFR report #2017233-2015-00801.

Event description:
As reported, on (B)(6) 2015, a gore viabahn endoprosthesis was used to treat a bare-metal stent(bms) in-stent stenosis. The intent was to use the gore viabahn endoprosthesis to reline the bms. The device was implanted in the subintimal space adjacent to the bms and then re-entered the sfa lumen distal to the bms. At the close of the procedure, there was air space present between the bms and viabahn device. A week after implant, the patient presented with signs of infection. Reportedly, the gore viabahn endoprosthesis became infected and was explanted on (B)(6) 2015.

Manufacturer narrative:
Explant date: if explanted, give date - corrected date of explant -(B)(6) 2015.